Event description:
Reportedly, pacing mode unexpected changed between two follow-ups (the last one performed on (B)(6) 2012 and the one before performed on (B)(6) 2012). While pacemaker had been programmed in safer mode, upon interrogation on (B)(6) 2012 programmed pacing mode was ddd. Because this change could not be associated to any user action, an explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.